Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues occurred again.